Event description:
After nurse accessed a patient's port and went to flush with normal saline solution (nss), the line leaked since there was a split in the hub/tubing connection. Huber was removed and pt port re-accessed.

Event description:
After nurse accessed a patient's port and went to flush with normal saline solution (nss), the line leaked since there was a split in the hub/tubing connection. Huber was removed and pt port re-accessed.